Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3586 (B)(4) implanted: (B)(6)1997 product type lead product ID 7496-51 (B)(4) implanted: (B)(6)1997 product type extension analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Fdc code (B)(4) and fdm code (B)(4) applies to the implantable neurostimulator (B)(4). Fdc code (B)(4) applies to the lead and extension (B)(4) and (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and healthcare professional (hcp). The patient said the implantable neurostimulator (ins) went dead, and the patient's pain came back right away. The patient met a manufacturing representative (rep) and checked the ins with the rep's equipment. The rep could not check the ins, because the ins was so "dead." The patient said the rep confirmed the ins was depleted and needed to be replaced. The patient said the ins was replaced on (B)(6)2018. The hcp reported the stimulator was used for fourteen years and reached eol (end of life). The patient reported the hcp found that one of the leads was bad during the replacement surgery. The patient was made aware of the bad lead on the day of replacement. The patient said they have three leads that work. Patient services attempted to clarify if the patient meant electrodes instead of leads. The patient said no, they have four leads and one lead was bad. The patient said the ins was functioning with three leads. No further complications were reported/anticipated.

Manufacturer narrative:
Has been corrected. Adverse event was reported so should be both product and adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that they were sent a remote but it did not work because the ins was dead. The patient reported they got a new replacement and indicated they were (B)(6) lbs at the time of event.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for postlaminectomy pain. It was reported that the patient went to try and increase their stimulation yesterday because they had a bad day and was in a lot of pain. The patient states they can usually increase their stimulation high enough to make it feel like their legs are flying off. The patient indicated they'll put it to where it over stimulates them so high it is almost painful and then brings stimulation back down. It was reported that any time the patient presses the button to increase stimulation whether turning it on or off on the programmer a light next to the 9v battery is seen. It was reported that the programmer would not communicate with the ins.the patient indicated they have tried switching batteries from (B)(6) but has the same issue. The patient was advised to remove battery cover and battery and press each key one time firmly, replace battery and battery cover and listen for beep and check for lights. Patient confirmed they did not hear a beep and no lights came on. The patient thinks ins is getting close to needing to be replaced due to length of time they've had it. No further complication reported and/or anticipated at this time. On 2018-01-19 (B)(4) additional information was received from the patient who reported they received the replacement programmer and therapy was still not turning on. Patient was advised to follow up with their health care provider since they've had their ins since 2004 and it may be depleted.

Manufacturer narrative:
Analysis of product 7425 observed no output or telemetry and determined normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of product 7425 observed no output or telemetry and determined normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who indicated that one bad lead was broken with 3 existing leads implanted with the new ins. The patient's pain, inability to communicate and bad lead has been resolved with the replacement.